Event description:
It was reported that externalized conductors were observed on the right ventricular lead. The lead was explanted and replaced. No further information was provided.

Manufacturer narrative:
Correction required for initial reporter¿s address.

Manufacturer narrative:
A partial lead with the tip measuring 59.8cm was returned for analysis. Internal insulation abrasion was noted at 14.3-16.1cm, 29.9-31.4cm, and 50.6-51.2cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 50.6-51.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 13.5-15.6cm from the distal tip. Internal insulation abrasion was noted at 16.2-16.7cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the observation from the field of insulation abrasion.